Event description:
It is reported that the setscrew didn¿t fit into the gammanail, and therefore the screwdriver broke while using it.

Manufacturer narrative:
The reported event that set screwdriver, flexible shaft gamma3 4 mm was alleged of issue (instruments - broken, deformed, worn or scratched) could be confirmed, since the device was returned for evaluation and it matches the alleged failure mode. Visual inspection of the product was done. Visual inspection of the returned device confirmed that the screwdriver was broken. Based on the visual inspection of metallic spiral strings, it can be concluded that, surgeon has rotated the product in counter clockwise direction by applying load, as the spiral neck is bulged out and then ruptured in the direction opposite to that of flexible winding. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. As the devices had been in use for a longer time (manufactured in 2011) we can safely say that the devices had fulfilled their tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿never operate an intramedullary reamer in a counter-clockwise direction. Doing so causes the reamer shaft spiral to open and may lead to additional trauma.¿ as the design of flexible neck of flexible screwdriver and reamer is similar, it is advised to not to rotate them in counter clockwise direction. Based on the investigation, the most likely root cause is attributable to a user (us) related issue (improper handling or use of device). The breakage could have been caused due to rotating the screwdriver in counter clockwise direction under load condition. IFU states that ¿ensure that you are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system¿. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that the set screw didn't fit into the gammanail, and therefore the screwdriver broke while using it.